Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unintended 17 unit bolus of insulin was delivered by the pump. Reportedly, the 17 unit bolus was not requested and delivered by the user. The customer consumed carbohydrates to address the unintended insulin received. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by cts to obtain additional information; however, a response from the customer was not received.